Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. D23515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 1 month 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (patient underwent hysterectomy/bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menstrual disorder, pelvic pain and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea." Most recent follow-up information incorporated above includes: on 31-jul-2018: the reporter information was added. This case concerns 40 year old patient. Her demographic was updated. Her concurrent condition was added. Essure removal date was added. Essure indication was amended. Concomitant medication was added. Essure lot number was added. Per plaintiff fact sheet event: urinary tract infection; depression; mental anguish; dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic area") in a 39-year-old female patient who had essure (batch no. D23515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included anxiety on (B)(6) 2016. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), fluconazole (diflucan), metronidazole, nsaids, paracetamol (acetaminophen) and prochlorperazine edisylate (compazine). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("psychological or psychaitric problems-condition: depression") and anxiety ("psychological or psychaitric problems-condition: mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("lower back area"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (patient underwent hysterectomy/bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menstrual disorder, pelvic pain and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: new pfs received. New events- abdominal area and lower back area pain added. Onset dates for events updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. D23515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included anxiety on (B)(6) 2016. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), fluconazole (diflucan), metronidazole, nsaid's, paracetamol (acetaminophen) and prochlorperazine edisylate (compazine). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (patient underwent hysterectomy/bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, urinary tract infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menstrual disorder, pelvic pain and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-nov-2018: plaintiff fact sheet received. Event device monitoring procedure not performed. Event outcome updated for pelvic pain. Historical & concomitant conditions drugs conditions updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. D23515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 1 month 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (patient underwent hysterectomy/bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menstrual disorder, pelvic pain and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain pelvic area') in a 39-year-old female patient who had essure (batch no. D23515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included anxiety on (B)(6) 2016 and urethritis. Concurrent conditions included uterine bleeding. Concomitant products included ciprofloxacin from (B)(6) 2016 to (B)(6) 2017, doxycycline hyclate from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2016 to (B)(6) 2016, fluconazole (diflucan) from (B)(6) 2016 to (B)(6) 2017, metronidazole, nsaids since july 2016, paracetamol (acetaminophen) since july 2016, prochlorperazine edisylate (compazine) from (B)(6) 2016 to (B)(6) 2017 and prochlorperazine from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems-condition: depression") and anxiety ("psychological or psychiatric problems-condition: mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhoea(cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("lower back area"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy/bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain, back pain and hypersensitivity had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menstrual disorder, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for pain, bladder/ urinary problems. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event allergic reaction was added, outcome of events "pelvic pain, uti, abdominal pain, back pain, dyspareunia, dysmenorrhoea was changed to recovered/resolved. Reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.